Event description:
Reporter indicated via a manufacturer implant card that the patient had vns lead and generator replacement surgery performed on (B)(6) 2011. The explanted lead and generator will not be returned per hospital policy.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had been referred for surgery due to high lead impedance, and surgery is likely. Manufacturer review of the patient's vns programming history identified that high lead impedance had been occurring since at least (B)(6) 2010. Attempts for further information are in progress.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.